Event description:
The customer called and stated that they had hbgs. It was indicated that the customer did a set change to resolve the complaint. The programming and histories were accurate. Troubleshooting was done and the pump passed the bolus test. At the time of the call, the customer did not have a clamp for the occlusion test. It was conveyed that a clamp will be sent to them. The customer was educated on the two hbg rule and to call back when the clamp arrives. Later on that day, the family memer called and stated that the driver block was not pushing on the plunger. It was indicated that the customer is unable to prime and no insulin is exiting from the set. It was stated that a replacement will be sent to the customer.